Event description:
During a coronary stent procedure, stent damage was noted. The physician was unable to cross the lesion and upon removal, stent damage was noted. No patient injuries or complications were reported.